Manufacturer narrative:
Phone number: (B)(6). The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 model intraocular lens (iol) was explanted from patient's right eye due to patient experiencing blurry distance vision, starburst, and glares. At explant there was no patient injury and no medical/ surgical interventions such as vitrectomy, incision enlargement, or sutures were required. The replacement lens was a different model, dcb00 and diopter 19.0. Patient was fine and doing well post-exchange. Additional information received stated that onset of symptoms, starburst patterns, pain, discomfort, and floaters were since the initial surgery. The suspect product was discarded. No further information available.